Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device has a defective touchscreen. The ventilator device could still be operated via the press and turn knob (p&t) knob. - this occurrence was noticed during patient ventilation. - it was not reported whether alarms were triggered. - the device log files (service log, error log, event log) were provided to hamilton medical ag. - this malfunctioning was reproducible. - there is patient involvement reported. This occurrence was noticed during patient ventilation. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device has a defective touchscreen. The ventilator device could still be operated via the press and turn knob (p&t) knob. - this occurrence was noticed during patient ventilation. - it was not reported whether alarms were triggered. - the device log files (service log, error log, event log) were provided to hamilton medical ag. - this malfunctioning was reproducible. - there is patient involvement reported. This occurrence was noticed during patient ventilation. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.